Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411), abutment, crown and screw were returned for investigation. There were no allegations against the abutment, screw or crown. Therefore, the investigation was conducted only on the implant. Visual evaluation of the as returned products identified fracture around the threads of the implant which was engaged to the abutment. Only the upper part of the implant was returned. Device history record (DHR) review for the lot (2018101137) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018101137) for similar events (complaint category keyword fracture implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
Doctor reported implant fracture due to overloading of prosthesis at tooth site 45.